Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had been alarming no delivery over the last two weeks and he had been experiencing high blood glucose over 400 mg/dl. He stated that the problem was resolved for a while but it started again two weeks ago. The customer was advised to disconnect at the quick release and run fixed prime, insulin did not exit. He was instructed to run manual prime; insulin did exit. He was then advised to rewind, reinsert the reservoir and perform manual prime; the insulin pump did not alarm no delivery. Customer was advised the device is working as designed and the alarm was caused by a set/reservoir occlusion.